Event description:
It was originally reported that the ventilator was delivering low tidal volumes. On (B)(4) 2012, we received the user facility medwatch report, which stated the tidal volume was sent to 600 ml, but the ventilator delivered only 200-300 ml. It is unk if the ventilator alarmed when the reported problem occurred. The pt was placed on another ventilator. No pt harm reported.

Manufacturer narrative:
Result: the ventilator's bypass tubing was disconnected.